Manufacturer narrative:
Age at time of event: under 18 years old. (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified atrioventricular branch. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated three times at 10, 12 and 12 atm for 10 seconds accordingly. However, it was noted that the balloon ruptured in a pinhole form at the distal part of the balloon upon third inflation. The device was removed using normal method without any issue and the procedure was completed with a different device. No complications were reported and patient was good post procedure.